Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: customer states that he is culturing human monocytes in cpt tubes. He states that he moved his lab about six weeks ago and since then has been experiencing poor sample quality. He states that 20-30 samples have been affected. Customer does not know the lot no.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: customer states that he is culturing human monocytes in cpt tubes. He states that he moved his lab about six weeks ago and since then has been experiencing poor sample quality. He states that 20-30 samples have been affected. Customer does not know the lot no.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.